Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that, upon initial activation of the pump of this artificial urinary sphincter (aus), the patient complained of pain at the perineum. The physician tried to deactivate and reactivate many times, but the pain persisted. The device was explanted and, in a subsequent procedure, a new device was implanted. No further patient complications were reported.